Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: urological applications adverse events associated with treatment may include but are not limited to: worsened incontinence; urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). Slight discomfort and mild bleeding will probably occur at the injection site immediately following the injection procedure. In the clinical evaluation, approximately 2% of treated patients reported pain at the injection site or injection site injury. Transient gross hematuria may occur immediately following the injection procedure. In the clinical evaluation of contigen implant, postprocedure hematuria occurred in approximately 2% of treated patients. The patient should be told to report increasing discomfort or swelling to the physician. Summary of other applications (dermal) in dermal applications, sensitization reactions to injectable collagen implants have occurred in 1-2% of treated patients. Most reactions have been of a hypersensitivity nature and have consisted of erythema, swelling, induration and/or urticaria at implantation sites. Often these reactions have occurred following an unrecognized or unreported positive collagen skin test. On rare occasions, abscess formation has occurred at collagen implantation sites. In some cases these reactions have been associated with elevated titers of anti-bovine collagen antibodies, and reactions can be multiple or recurrent. These reactions develop weeks to months following injections and may result in induration and/or scar formation. Most of the remaining responses occurred in patients who became sensitized to collagen implants at some point during their course of treatment. In dermal applications of injectable collagens, allergic reactions typically persist between one and nine months, with an average duration of four months. These reactions may be intermittent or continuous in nature. In rare instances, reactions have resolved in one or two weeks, or have persisted for more than one year. Although several forms of therapy (antihistamines, nsaids, oral, topical, and intralesional steroids) have been tried, usually they resulted in only temporary improvement. In most cases, time has proven to be the determining factor in the resolution of these reactions. In rare instances, patients have been left with residual firmness at the site of a resolved adverse reaction. Systemic complaints have been reported in less than 1% of patients receiving injectable collagen implants. During clinical testing and subsequent monitoring of patient complaints following exposure to injectable crosslinked collagen implants in dermal applications, a variety of systemic complaints were reported. These reports included: flu-like symptoms (fever, headache, myalgia, neuralgia, nausea, malaise, or dizziness); pruritus; rash; transient visual disturbances including blurred vision; tingling and numbness; transient polyarthralgia; and various systemic diseases including immune-mediated diseases, such as rheumatoid arthritis, systemic lupus erythematosus, pm/dm, and scleroderma. Rare anaphylactoid responses have been reported, including acute episodes of hypotension, difficulty in breathing, tightness in chest, and/or shortness of breath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not received.

Event description:
Per additional information received, the patient has experienced chronic constipation, abdominal pain, fatty liver, agno3 applied apical descensus, anterior and posterior excision of exposed mesh with fat and tape resected, urinary retention, recurrent urinary tract infections, hematuria, detrusor sphincter dyssynergia, vaginitis, urinary frequency, urgency, abdominal pain, mild dysuria suprapubic, vulvar irritation, mesh erosion, stitch erosion, symptomatic pelvic prolapse, exam under anesthesia, revision and excision of vaginal graft anteriorly as well as posteriorly, revision of sling, urethrolysis, injection of contigen, anterior and posterior repair, placement of a-cell graft anteriorly and extraperitoneal vaginal vault suspension, chronic cystitis, dyspareunia, recurrent cystocele, rectocele, stress incontinence, vulvodynia, overactive bladder, atrophic vaginitis, enterocele, perivaginal defect, pessary use, stage ii prolapse and urethrolysis.

Manufacturer narrative:
(B)(4)